Event description:
It was reported that an artificial urinary sphincter (aus) was removed due to recurring incontinence. There was no device issue reported. A new device has been implanted, and no other complications for the patient were reported.